Event description:
Customer's spouse called to report the reservoir door was opening and the reservoir became dislodged. It was stated by the spouse that the customer had gotten doses of insulin. Device was not wearing in a case. A replacement pump was requested.